Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this revision surgery was reported as broken screw. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 5 min. Delay in surgery, however, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) (attached) revealed, when released for use, the item met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this item has a design or material deficiency. The root cause of this complaint was reported as broken screw. This event is attributable to damage incurred through normal use, which surgical items are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical items condition can be determined while being used for its intended purpose. The replacement of surgical items does not indicate a product deficiency, failure or issue. There are no indications that this item has a design or material deficiency therefore no containment of inventory is required. Event is not a design or manufacturing issue. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident - the head broke off the screw as the surgeon was implanting it. The screw shaft was left in the patient as it was screwed in before the head snapped off. The head of the screw was retrieved and discarded. No stray pieces were left in the patient. It should be noted that the surgeon requested that this incident be reported to djo.